Manufacturer narrative:
Date of event: aware date of (B)(6) 2021 was used.

Event description:
It was reported via social media that device detachment occurred which led to a perforation. An intravascular ultrasound (ivus) case was being performed with an opticross ultrasound catheter. During the procedure, the catheter broke and caused a separation between the transducer tip and the sheath which led to a coronary artery perforation. No additional information is known at this time.